Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p5d1201); egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p5d1200); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1248); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1248); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1248); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1248); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1248). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bariatric surgery, the articulating lever of two handles broke and six reloads did not cut and fire. The procedure was extended by approximately one to two hours. The devices were replaced, and a new box of reload with a new lot number, along with a third handle, was used to continue the procedure.